Event description:
It was reported that the catheter fell out of the patient with the balloon torn on the day of placement. It was further reported that fragments of the balloon were able to be removed. Per additional information, there were missing pieces to the balloon. Per information received on (B)(6) 2020, the broken fragment fell out of the patient's body by itself with the catheter. No additional intervention required.

Manufacturer narrative:
The reported event was confirmed; however, the cause is unknown. The evaluation observed noted irregular balloon burst. There were pieces of the sac that were missing approximately (1 cm x 1 cm); the missing pieces were returned for evaluation. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object) exposure to petrolatum based products mechanical failure / operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ do not use ointments or lubricants having a petrolatum base. They will damage latex". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with the balloon torn on the day of placement. It was further reported that fragments of the balloon were able to be removed. Per additional information, there were missing pieces to the balloon. Per information received on 08jul2020, the broken fragment fell out of the patient's body by itself with the catheter. No additional intervention required.